Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components of a cvc kit, including one dilator, guide wire assembly, 4-l catheter, and arrow raulerson syringe (ars), for analysis. No definite signs of use were observed on the returned components. Visual inspection revealed that the dilator tip was deformed and frayed. The tear in the dilator tip appears diagonal and slightly jagged. The appearance of the damage is not consistent with the unintentional use of undue force. The overall length of the dilator measured 4", which is within the specification limits of 3 3/4" - 4 1/4" per the dilator product drawing. The outer diameter of the dilator measured 3.47mm which is within the specification limits of 3.43mm - 3.50mm per the dilator graphic. The inner diameter of the dilator at the proximal end measured 1.0414mm, which is within the specification limits of 1.02mm - 1.09mm per the dilator graphic. The dilator inner diameter at the distal tip could not be measured due to the damage. The dilator was functionally tested per the instructions for use (IFU) provided with this kit , which states "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guide wire slowly through the skin." The returned guide wire was threaded through the dilator, and minor resistance was experienced at dilator tip. Manufacturing and packaging were previously consulted regarding complaints of this nature. They stated that the dilators are 100% visually inspected and are measured with calipers to prevent such a damage. Therefore, it cannot be determined when the defect occurred. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged dilator tip was confirmed via investigation of the returned sample. Visual analysis revealed that the dilator tip was damaged and frayed. Despite this, the dilator passed all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the circumstances, sample received, and feedback from manufacturing/packaging, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that during the procedure, the physician found the tip of the dilator deformed and frayed during use on the patient. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that during the procedure, the physician found the tip of the dilator deformed and frayed during use on the patient. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.